Event description:
It was reported that an alert was generated for measured atrial fibrillation (af) of at least greater than 0 hours in a 24 hour period. Review of a previously recorded electrogram (egm) showed sinus rhythm with some undersensing. The measured af alert was increased to greater than 0.5 hours. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that undersensing is a known inherent risk with use of this product. Risk review: a risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for measured atrial fibrillation (af) of at least greater than 0 hours in a 24 hour period. Review of a previously recorded electrogram (egm) showed sinus rhythm with some undersensing. The measured af alert was increased to greater than 0.5 hours. The device remains in service and no adverse patient effects were reported.